Event description:
It was reported via repair work order that the side rail could not remain latched due to broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. The PMA/510(k)# has been included in this supplemental report.